Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2013. A review of the invoice history confirmed the surgery dates and indicates the modular head, taper adapter and acetabular cup was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06617 & 06618).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: "this report is number 1 of 3 MDR's filed for the same event (reference 1825034-2014-06617 & 06618 & 1825034-2015-01883)." This report is number 2 of 3 MDR's filed for the same event (reference 1825034-2014-06617 & 06618 & 1825034-2015-01883).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2013. A review of the invoice history confirmed the surgery dates and indicates the modular head, taper adapter and acetabular cup was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted the reason for revision on (B)(6) 2013 was loosening of acetabular component. Operative report further noted significant metallosis, large pseudotumor, visible metallosis, necrotic tenderness, bony debris, soft tissue edema, and scar tissue during the revision. The acetabular cup was removed and replaced by competitor products. Additional information received in the patient's revision operative report noted patient underwent a right hip revision on (B)(6) 2013 due to infection. The head, cup, and liner were removed and replaced with antibiotic spacers. Operative report further noted patient underwent multiple previous irrigation and debridement's. Additionally, patient underwent another revision surgery on (B)(6) 2013 due to swelling, dislocation of antibiotic spacers, and formation of abscess. Operative report further noted large amount of reddish thick purulent material. The wound went through thorough irrigation and debridement and wound vac sponges were placed.